Event description:
Customer states that there is no printed info on the vial label. Could not verify high or low control range or lot number. Customer could not verify code number. A request was made for the return of the product and replacement product was sent.